Event description:
A pt reported experiencing inaccurate erratic results with a fasttake meter. The pt's blood glucose results were 101mg/dl, 37mg/dl, 68mg/dl, 130mg/dl, 40mg/dl, 180mg/dl. Tests were done <10 mins apart with a difference of 56mg/dl. Pt did not experience any adverse events. No further info has been reported.